Event description:
Facility alleges leak from arterial blood line. Nurse reported approx 1hr. 15 mm. Into treatment, blood was noted leaking from the arrterial line at the pump segment. Line was changed and treatment completed without further problems. The line was on its 9th use and there was a visible cut. Ebl 50cc. Pt after incident 42%. Pt suffered no ill effects. Charge nurse reported that sample was discarded.